Event description:
Prior to a coronary drug eluting stenting treatment procedure, the catheter broke. The taxus express2 3.5x20mm drug eluting stent was being pulled out of the hoop when the catheter broke in half. The device was exchanged for another taxus stent and the procedure was completed. No patient complications were reported. Patient condition is satisfactory.